Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic distal left circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion where the balloon ruptured at 12 atms on the second inflation. The procedure was successfully completed with another 2.0x15mm maverick2 balloon. Patient status is listed as "good".